Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) screen is freezing while on a patient. The customer stated there was no patient harm or injury.

Manufacturer narrative:
Results of investigation: a vyaire field service representative (fsr) evaluated the device onsite. It was found that a storm in the area took out a tower. There was no problem with the wireless bridge.